Manufacturer narrative:
(B)(4)

Event description:
It was reported that the unknown abutment screw became loose and the doctor retightned the abutmant screw.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: event date not provided/unknown (narrative was not included in h10 on the initial report). Date of this report. Manufacturer. Contact office. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Entered evaluation codes. Added manufacturer narrative. The following sections have been corrected: the date of this report was not entered in the initial medatch report. The initial report was submitted on jul 25, 2018. Selected "no information". Selected "yes".

Event description:
No further event information available at the time of this report.